Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that multiple lost sensor alarms have been received and has low blood glucose of 40 mg/dl. The customer also indicated that the transmitter and sensors do not work. Troubleshooting was offered but customer declined.